Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2020-00266, 3012447612-2020-00267, 3012447612-2020-00268, 3012447612-2020-00270, and 3012447612-2020-00271.

Event description:
It was reported that a closure top was found to have loosened post-operatively. A revision procedure was performed to remove the construct. During the revision procedure, two loose closure tops and one closure top that had migrated were identified. This is report four of six for this event.

Manufacturer narrative:
H9: 3012447612-05-01-2020-001-r. Corrected information in h9. Additional information in d4: UDI number, h3, h4, and h6: method, results, and conclusions. The returned screw was evaluated. The screw had minor splaying on one side of the tulip head by 4.93 degrees. However, a functional check with a mating closure top found that the closure top was able to fully thread down the tulip head as expected. An internal CAPA found the cause is related to the vital mis extended tab screw housing and tab designs were more susceptible to conditions that could result in inadequate locking, such as splaying, thread movement, and reduction based issues. A review of the DHR did not indicate any manufacturing issues that would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device installation. This screw is within the scope of recall 3012447612-05-01-2020-001-r.

Event description:
It was reported that a closure top was found to have loosened post-operatively. A revision procedure was performed to remove the construct. During the revision procedure, two loose closure tops and one closure top that had migrated were identified. This is report four of six for this event.